Manufacturer narrative:
Date rec¿d by MFR : 31may2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue; however, the fse reported that the issue was not an abnormality. The "oxygen not available" alarm occurred when the oxygen concentration was at 22%. The fse replaced the flow sensor assembly to improve the reported issue. After assembly replacement, the fse noted that the unit made noise. The fse then replaced the blower and boot rubber kit. The unit was checked and it was confirmed that it worked as expected. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19april2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit declared an "oxygen not available" alarm and other alarms that the customer could not remember. The device was in use at the time of the event; however, there was no patient harm. The patient was placed on another ventilator. Event date not specified; estimate used.